Manufacturer narrative:
G4:15jan2021. B4:15jan2021. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective power management pcba to address the reported problem. The unit successfully passed the required performance verification test. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
The customer reported the unit is not powering on. There was no patient involvement.